Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the door not fully latched alarm was confirmed and was reproduced, caused by a loose upper link screw. The link screws were replaced to correct this condition.